Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the 35 mm x 8 degree osteoimplant technologies, inc. (Oti) modular neck breaking.